Manufacturer narrative:
(B)(4). Date sent: 3/5/2026. Corrected data: b3. Additional information was requested, and the following was obtained: the initial surgery was on tuesday (B)(6) (not friday (B)(6)). During the initial surgery 1x psee45a was used, with 5x gst45b and 2x gst45w, devices were not kept (since the complication took place only five days after the initial surgery) and lot numbers are unknown. Was a leak test performed? If so, what type and what was the result? No. Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? CT scan, and after that re-surgery. What was observed at the site of the leak upon reoperation? The tissue was fully open again at pouch level, over the full length of the last reload used (gst45b). How was the leak addressed? Re-operation, and closed manually (with sutures, around 7 stitches). Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. He¿s not 100% sure there is a relation with the device. However, since the tissue opened up again over the full length of one reload, he takes into account the possibility of it being device/reload related. Were there other contributing patient factors? Please explain. No: young women, obese (but not super obese), no comorbidities. Please provide a timeline of events. (B)(6): initial surgery (lap gastric bypass), (B)(6): patient re-enters the hospital with severe pain (after eating yoghurt), (B)(6): re-operation, where the gastric pouch was closed manually. After that: patient needs to go to intensive care (patient was in full sepsis) and needed to stay in the hospital for around 10 days. Now: she¿s okay and will re-visit for a check-up next week monday (B)(6). What color was the reload used? Blue.

Manufacturer narrative:
(B)(4). Date sent 2/18/2026. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. Please provide a timeline of events. What color was the reload used? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass. A psee45a was used during the surgery. All went well and smoothly. Just three days after, the patient needed reoperation as the anastomosis in the gastric pouch opened up again. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, was device explanted? False, did patient require revision surgery? True, if yes, date of revision surgery. (B)(6) 2026, reason for revision surgery. Leakage, patient status/ outcome / consequences? Yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? 10 days after the original surgery, the patient is still in the hospital. She is however doing relatively well (as per dr. Input).